Event description:
It was reported that during follow-up in clinic, far r-wave oversensing was observed on the atrial channel. Patient was asymptomatic and did not receive therapy during the oversensing. Programming changes were made.